Manufacturer narrative:
Interrogation of the pump determined it was used to infuse saline: 0.9 units/ml at 0.00534 units/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The hcp reported that the patient told them the pump was leaking. The full system was explanted. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned and analysis found that the pump failed lab dispense testing and was above specification. If information is provided in the future, a supplemental report will be issued.